Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after experiencing pocket stimulation. Upon interrogation, low impedance and a pocket stimulation was noted on the left ventricular (lv) lead. A programming change was made. The patient was stable.